Event description:
It was reported that an intravia empty bag would not disconnect from the spike of a non-baxter set. The reporter stated that the spike became stuck in the administration port and would not disconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.